Manufacturer narrative:
The hill-rom technician found the brakes not holding due to both bearings broke on the right side and the right foot caster stem cracked. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced both bearings on the right side and the right foot caster stem to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the brakes are not holding. The bed was located at the account. There was no patient/user injury reported. (B)(4).